Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate shocks for svt. The device was reprogrammed. At a subsequent follow-up, the patient was noted to be doing well.